Manufacturer narrative:
H6: code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the valve appeared discolored, consistent with prior blood contact. All leaflets were in a semi-closed configuration, with a discernable coaptive gap between leaflet 1(l1) and leaflets 2 (l2) and 3 (l3). L1 appeared intact with no tears or major damage. A small fold (gap) was present at the inferior coaptive junction (icj) of commissure 2, distal to post 2. A superficial scratch measuring approximately 6.5 mm was identified in the central region of l2, distal to the free margin. L2 also exhibited small folds (gaps) at the icjs of commissure 3, distal to post 2m, and commissure 4, distal to post 3. L3 displayed small folds (gaps) at the icjs of: commissure 5, distal to post 3, and on commissure 6, distal to post 1. An intracuspal hematoma was observed on the inflow aspect of l3. The observed folds across l1-l3 appear to correlate with bending of the corresponding stent posts. All commissures appeared intact with no visible tears. All posts (p1, p2, and p3) exhibited slight lateral deflection. Upon receipt, the valve's sewing cuff was oriented in an upright position. The sewing cuff appeared intact with no observable damage. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. H3: device evaluated? Updated h6: updated the codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5, d9 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was replaced with a valve of the same size and model. It was reported that the valve was fully sutured and tested prior to removal. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 25mm avalus ultra valve, it was explanted and replaced with an unknown product. The reason for the replacement was reported due to the leaflets did not coapting properly once implanted, the right side of the valve was stretched, and the middle leaflet was folded, resulting in severe central aortic regurgitation. The valve was explanted and replaced. After replacement, mild aortic insufficiency was observed. The anatomy was described as a true bicuspid (sievers type 0) aortic valve with a very elliptical annulus, and the anatomy was considered a contributing factor. No additional adverse patient effects were reported.